Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple medical device types: there were multiple medical device types reported to be involved: jka, fpa. Multiple common device names: there were multiple common device names reported to be involved: blood specimen collection device; intravascular administration set. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for deformed needle with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® push button blood collection set set had a hole in the needle.